Event description:
Info received indicates the trendelenburg function is not working.

Manufacturer narrative:
The tech isolated the issue to a stuck trend valve. He replaced the trend valve to repair the bed.